Manufacturer narrative:
A5: taiwanese. E1: phone: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the hubs of two flexor shuttle tibial guiding sheaths separated during a procedure involving an aortic dissection with false lumen. Access was obtained in the femoral artery. The access site and anatomy were reportedly ¿normal¿, and resistance was not encountered during insertion or advancement of the sheath. A cook coil was used through the sheath, as well as another manufacturer¿s wire guide and another manufacturer¿s vascular plug. Resistance was not encountered during insertion or advancement of any device through the sheath. Per the reporter, when the vascular plug was almost in place, the physician wanted to adjust the location, so the plug was pulled back, at which point the user noted that the sheath had separated from the hub. Resistance was encountered during sheath removal, and the hub was used to pull the sheath from the patient. The sheath was removed and exchanged for ¿another one¿, and the user reportedly tested the ¿new one¿ with ¿normal strength¿; however, the hub of that device also separated. The sheath was exchanged for a third device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.